Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 10th january 2022 section h3 - device evaluated by manufacturer? Yes device evaluation: no iol (intraocular lens) was received as part of this return as the lens remains implanted. Therefore no product evaluation could be performed on the lens. Visual inspection, of the handpiece, revealed that the cartridge tip had separated from the body of the cartridge and that the plunger rod was damaged. Based on the fact that no lens was returned and no issues with the cartridge were reported as part of the initial report, the complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one complaint folder but based on the investigation results, no escalation was required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was leaving the inserter, the first haptic had a 90 degree twist. Account's brief description of the event provided that the top of the haptic pointed directly at the posterior capsular bag. The doctor was able to successfully place the iol in the capsular bag as planned. No further information is available.

Manufacturer narrative:
Explant date: not applicable, as lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.